Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: describe the event exactly as it occurred: went to take pts enhertu infusion bag and tubing down after her infusion was complete and noticed there was fluid on the chair side table. Pt did not spill anything and there was leaking fluid from the IV tubing port site closest to the pt where we typically do ns flushes or do IV pushes. Infusion was complete at this time and there was no fluid on the floor. Spoke to pharmacist (B)(6) and was directed to treat as a chemo spill and clean with 2-step cleaner for chemo spills. Pts IV was deaccessed and pt discharged. Spill was cleaned per protocol with 2-step.